Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the connection to the siemens e11c scanner could not be established as the password prompts did not work and the user got locked out. It was reported that ablation system connected to the scanner without issue earlier in the day. The issue was noted to occur when the site went to place the laser fiber and had transferred the patient to the MRI suite. It was reported that the site was able to use another e11c siemens scanner to continue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.